Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery alarm. This condition has the potential to cause an interruption of delivery. It is unknown when this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated on-site at the customer facility. Similar reports have been received for the reported problem.? A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a damaged battery alarm was confirmed during evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. The battery and battery harness were replaced to fix the reported condition. This issue is being investigated through CAPA.